Manufacturer narrative:
Pt age: please note that this age is the average age of the patients reported in the article, as the actual age of patients involved was not provided. Pt gender: please note that this is the gender of the majority of patients reported in the article as the actual genders of patients involved was not provided. Date of event: please note that this date is based off the date of publication of the article as the actual event date was not provided. Concomitant medical products: product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_I ns_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Chen, t., mirzadeh, z., chapple, k., lambert, m., ponce, f.a. Complication rates, lengths of stay, and readmission rates in "awake" and "asleep" deep brain simulation. Journal of neurosurgery. 2016:1-10. Doi: 10.3171/2016.6.jns152946. Summary: as the number of deep brain stimulation (dbs) procedures performed under general anesthesia (¿asleep¿ dbs) increases, it is more important to assess the rates of adverse events, inpatient lengths of stay (los), and 30-day readmission rates in patients undergoing these procedures compared with those in patients undergoing traditional ¿awake¿ dbs without general anesthesia. Reported events without patient identifiers: one patient with bilateral deep brain stimulation (dbs) for parkinson¿s disease (pd) experienced a hardware-related infection. Purulence developed at the implantable neurostimulator (ins) site at the time of presentation. Wound cultures grew pseudomonas aeruginosa and proteus mirabilis. The patient required complete explantation despite attempts to salvage the dbs system; one patient with bilateral deep brain stimulation (dbs) for parkinson¿s disease (pd) experienced a hardware-related infection. Purulence developed at the implantable neurostimulator (ins) site at the time of presentation. Wound cultures grew coagulase-positive s. Aureus and propionibacterium acnes. The patient required complete explantation despite attempts to salvage the dbs system; 4 patients with deep brain stimulation (dbs) experienced procedure-related mental status changes. The patients required increased length of stays (2 or more nights) following implant as a result; 1 patient with deep brain stimulation (dbs) for parkinson¿s disease (pd) required a revision due to a problem with impedance. The impedance issue was detected immediately postoperatively in the recovery room, after an intraoperative normal impedance check. The patient was taken back to the operating room, where the problem was localized to the extension wire. It was switched out, and there were no further complications; 1 patient with deep brain stimulation (dbs) for parkinson¿s disease (pd) required a revision due to a problem with impedance. The patient had normal impedance intraoperatively; however, at the initial programming 20 days after implantation, abnormal impedance was found on all combinations involving contacts 3 and 1, ranging from 10000 to 16000 ohms. The patient underwent open interrogation 30 days after initial implantation, and the extension wire was replaced. There were no further complications; 2 patients with deep brain stimulation (dbs) for parkinson¿s disease (pd) had their leads malpositioned. One patient was implanted unilaterally in the globus pallidus internus (gpi) and the other was implanted bilaterally in the subthalamic nucleus (stn). The patients likely returned to the operating room for lead repositioning as a result, however, it was unclear; 1 patient with deep brain stimulation (dbs) for parkinson¿s disease (pd) suffered a procedure-related postoperative hemorrhage. The asymptomatic acute subdural hematoma seen immediately on postoperative CT. The patient may have required a prolonged hospital stay (2 nights or more) as a result; however, it was unclear how many patients with hemorrhage required a prolonged stay; 1 patient with deep brain stimulation (dbs) for parkinson¿s disease (pd) experienced a procedure-related postoperative hemorrhage. The patient had a normal postoperative CT, but developed a symptomatic hemorrhage within seven days of surgery. It was noted to be a focal subarachnoid hemorrhage. The patient may have required a prolonged hospital stay (2 nights or more) as a result; however, it was unclear how many patients with hemorrhage required a prolonged stay; 1 patient with deep brain stimulation (dbs) for parkinson¿s disease (pd) experienced a procedure-related postoperative hemorrhage. The patient had a normal postoperative CT, but developed a symptomatic hemorrhage within seven days of surgery. The patient was readmitted to the hospital as a result. The patient may have required a prolonged hospital stay (2 nights or more) as a result; however, it was unclear how many patients with hemorrhage required a prolonged stay. The patient developed spontaneous headache secondary to the atraumatic bilateral subdural hygromas. This was conservatively managed with 2 nights of observation; 1 patient with deep brain stimulation (dbs) for parkinson¿s disease (pd) experienced a procedure-related postoperative hemorrhage. The patient had a normal postoperative CT, but developed a symptomatic hemorrhage within seven days of surgery. It was noted that the patient had both an acute subdural hematoma and an intraparenchymal contusion. The patient¿s unilateral subdural hematoma eventually required surgical evacuation (craniotomy) on postoperative day 14 because of symptomatic progressive mass effect. The patient returned to neurological baseline postoperatively. The patient may have required a prolonged hospital stay (2 nights or more) as a result; however, it was unclear how many patients with hemorrhage required a prolonged stay; 1 patient with deep brain stimulation (dbs) for parkinson¿s disease (pd) experienced procedure-related generalized tonic-clonic seizures. The patient did not have a history of seizure. The patient underwent additional CT scanning after the seizure, which did not show new intracranial pathology. The patient required a prolonged hospital stay (2 nights or more) following implant as a result; 1 patient with deep brain stimulation (dbs) for parkinson¿s disease (pd) experienced procedure-related generalized tonic-clonic seizures. The patient did not have a history of seizure. As a result, the patient was readmitted within 30 days of implant due to new-onset seizure. The patient underwent additional CT scanning after the seizure, which did not show new intracranial pathology. The patient was discharged after 1 night of hospitalization; 2 patients with deep brain stimulation (dbs) for parkinson¿s disease (pd) experienced procedure-related generalized tonic-clonic seizures. The patients did not have a history of seizure. The patients underwent additional CT scanning after the seizure, which did not show new intracranial pathology; an unknown number of patients with deep brain stimulation (dbs) returned to operating room due to hardware failure; 3 patients with deep brain stimulation (dbs) required prolonged hospital stays (2 nights or more) following implant due to nausea and/or emesis; 3 patients with deep brain stimulation (dbs) required prolonged hospital stays (2 nights or more) following implant due to urinary retention; 1 patient with deep brain stimulation (dbs) required prolonged hospital stays (2 nights or more) due to oxygen desaturation; 1 patient with deep brain stimulation (dbs) required prolonged hospital stays (2 nights or more) due to transient dysarthria; 1 patient with deep brain stimulation (dbs) required prolonged hospital stays (2 nights or more) due to fever. There was no specific device information provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.